Manufacturer narrative:
Block d2b: product code mqr, mum - reported here as the product code exceeded the maximum character limit for the designated field. Block e1: initial reporter facility name: (B)(6), reported here as the hcf exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of stent deformation. Imdrf impact code f2301 captures the used of additional device to remove the stent from the patient. Block h11: a wallstent enteral delivery system was received for analysis; the stent was not returned. No damage was noted on the delivery system. Product analysis could not confirm the reported event of "stent material deformation", as the stent was not returned. Taking all available information into consideration, the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities were reported during the assembly process. Therefore, the most probable root cause for the complaint event is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallstent enteral uncovered stent was used in the intestinal tract to treat a 2.8 cm lesion secondary to colon cancer during a procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the bell mouth at the end of the stent scratched the patient's mucosa, causing bleeding. The stent was subsequently removed using foreign body forceps. After achieving hemostasis, the procedure was completed using another stent of the same type. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent enteral uncovered stent was used in the intestinal tract to treat a 2.8 cm lesion secondary to colon cancer during a procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the bell mouth at the end of the stent scratched the patient's mucosa, causing bleeding. The stent was subsequently removed using foreign body forceps. After achieving hemostasis, the procedure was completed using another stent of the same type. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block d2b: product code mqr, mum - reported here as the product code exceeded the maximum character limit for the designated field. Block e1: initial reporter facility name: (B)(6) hospital, reported here as the hcf exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of stent deformation. Imdrf impact code f2301 captures the used of additional device to remove the stent from the patient. Block h11: a wallstent enteral delivery system was received for analysis. However, the stent was not returned. Furthermore, a photo of the device was provided, and it was observed that there was no stent. No other problems were noted with the delivery system. Product analysis was unable to confirm the reported event of stent material deformation as stent was not returned. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, minor hemorrhage is known and documented within the IFU as potential adverse events associated with the used of this device. Taking all available information into consideration, the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities were reported during the assembly process. Since the stent was not returned; thus, a visual inspection of the stent could not be performed. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.